Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer's blood glucose. As the occlusion alarm had occurred in the past, no troubleshooting could be performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.